Event description:
Reportable base on analysis is completed on (B)(6) 2012. It was reported that while preparing for a percutaneous coronary treatment procedure, a shaft kink was noted. While removing the 6f runway jl4 guide catheter from its packaging, a kink toward the distal end of the shaft, was noted. The procedure was completed with another of the same device and there was no patient involvement. However, device analysis revealed a shaft separation.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a runway guide catheter with no original packaging or other devices. The outer tubing of the shaft was separated exposing the braid 28.75 cm from the from the strain relief. The exposed braiding appeared to be twisted and the separated ends were damaged. Magnified inspection revealed no evidence that the damaged shaft was attributable to any product deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).